Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen. The customer¿s blood glucose level was unknown. Customer stated that the screen was difficult to see. Customer also stated that the battery life was dies. Troubleshooting was not performed. The product will not be returned for analysis.